Event description:
The omnipod 5 app suddenly says device has been modified, this device does not match the manufacturer configuration on my son's android phone. We are unable to access the app to be able to give him insulin. There are multiple reports of the same error from others using the app on android. Multiple people have called insulet over this issue and they just keep saying they are aware of the issue and are working on it. This is extremely unnerving since this is how my type 1 diabetic son receives the medication; he needs to stay alive.